Event description:
It was reported that when prepping for an unk procedure, it was discovered that the package of the device was torn. There was no pt involvement.

Manufacturer narrative:
(B) (4). (B) (4). External cause. Upon visual inspection of the package, it was verified that the carton had damage on both ends of the box and rough damaged surface on inside of carton. A large tear was present in the package at the edge of the instrument jaws. Due to the amount of damage to the carton and the location of the tear in the tyvek, it is determined to be due to handling external to packaging process. The info you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all info reported to our company is critical to our continuous improvement efforts. A batch record review was performed and no anomalies were found during the mfg process.